Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a false positive result for 1 patient sample tested for elecsys rubella igg immunoassay (rubella igg) on a cobas 8000 e 602 module. The patient was tested on the e602 module and the rubella igg result was 124.4 iu/ml (positive). This result was reported outside of the laboratory. The patient was not treated due to this result. The same sample was sent to 3 other laboratories and the rubella igg results were negative; the actual results were not provided. The methods used were chemiluminescence of microparticles (cmia) and enzyme immunoassay (eia). There was no allegation that an adverse event occurred. The e602 module serial number was not provided.

Manufacturer narrative:
The e602 module serial number was (B)(4). The customer's calibration signals were below the specified ranges. The qc results were well within the specified ranges. The patient sample was investigated further with the platelia rubella igg assay, mikrogen recomblot, a neutralization assay and the rubella igg avidity test. The result was clearly positive with the platelia rubella igg assay (159 iu/ml). Based on the results received during mikrogen recomblot testing, the result was evaluated as positive. The neutralization test strongly indicated the presence of specific anti-rubella igg antibodies. The rubella igg avidity result was high (87.7%) indicating the absence of a fresh infection. The results from the avidity test indicate a late phase of infection. Based on the investigation results, the customer's elecsys rubella igg result is considered to be correctly positive. A fresh infection can be excluded.

Manufacturer narrative:
Two samples from the patient were submitted for investigation. One sample was tested using rubella igg lot 267421 on a modular analytics e170 analyzer and the result was 119.5 iu/ml. The customer's result was reproduced during the investigation. The investigation is ongoing.